Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 2.39 on a (B)(6) female patient presented with afib . There was no additional patient information available at the time of this report. Time: 1:56 am; method: I-stat; ctni: 2.39; sample: a; draw: 1:53 am; apoc comment: sample tested immediately, no repeat on same sample. Time: 5:55 am; method: excel; ctni: 0.00; sample: b; draw: 3:40 am; apoc comment: other method, new sample tested over 2 hrs later. Time: 6:46 am; method: I-stat; ctni: 0.01; sample: a; draw: 1:53 am; apoc comment: sample a re-tested almost 5 hrs after the initial draw (I-stat product labeling recommends testing within 30 minutes after draw). Time: 8:11am; method: excel; ctni: 0.00; sample: c; draw: 8:00 am; apoc comment: new sample tested almost immediately on other method. Time: 8:55 am; method: I-stat; ctni: 0.15; sample: c; draw: 8:00 am; apoc comment: new sample on I-stat 55 minutes after draw. Time: 9:20 am; method: I-stat; ctni: 0.01 sample: b; draw: 3:40 am; apoc comment: sample b tested on I-stat almost 6 hrs after draw(I-stat product labeling recommends testing within 30 minutes after draw). There were no injuries reported with this event. Apoc suspects that retest for sample a is potentially spun down. However, this is not confirmed at this time. There were several attempts to obtain sample information from the customer to no avail. The investigation is complete and there were no deficiencies found on returns and retain testing.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2013. Retain and returned cartridges were tested and are functioning according to specification.